Manufacturer narrative:
D11: product ID 8780 (B)(4) implanted: (B)(6)2014 product type catheter; the device codes have been updated to include (B)(4). ( if information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-25, additional information was received from a manufacturer representative (rep) and was confirmed with the physician/account. Additional information provided was regarding the aspiration issue during the procedure. The hcp attempted aspiration from the catheter access port (cap) of the old pump with a needle from a cap kit and with an empty syringe once the catheter was disconnected, but there was no flow with either attempt. It was also noted that the catheter was not dripping when disconnected during the back table prime with the new pump. The back table prime was performed due "to drug remaining in the catheter after attempted aspiration did not remove drug and/or csf from catheter". Nothing was done to resolve the failure to aspirate csf. The hcp declined to aspirate from the cap of the new pump once it was connected. The catheter was left in the patient following the failed aspiration attempt because the "hcp decided not to replace". The resolution of the event was unknown. The patient was contacted and a voicemail message left, and the hcps pa was emailed and no response had been received.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Residue in the motor gear train was found that contributed to the motor stall(s). The catheter access port (cap) was aspirated and found to be patent. The dispense accuracy testing could not be completed during the stall. The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, 1 mg/day) via an implantable pump low back pain. On (B)(6) 2018, the patient experienced withdrawal symptoms including shakiness, chills and vomiting. Upon interrogation, a motor stall had occurred. There were no reported environmental, external or patient factors that could have led or contributed to the issue. The pump was replaced on (B)(6) 2018. During the replacement, "catheter did not aspirate" so the hcp elected for a back table prime. The event was resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2018, additional information was received from the manufacturer representative (rep). The stated the patient first experienced the withdrawal symptoms on (B)(6) 2018, but later stated they were mistaken and the onset date of the stall and the withdrawal symptoms was (B)(6) 2018. The rep stated, "pump stalled multiple times after that, with recovery noted for some of these dates". The rep was unable to print and provide pump logs. The rep clarified the previously reported statement of "during replacement catheter did not aspirate". The rep stated that "aspiration was attempted but there was no cerebrospinal fluid (csf) flow".